Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Living donor nephrectomy procedure, the knife did not cut tissue in the middle of use. New device was used to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Each instrument registered a mechanical fault. Each instrument was disassembled; a crack was noticed in the proximal portion of each probe shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The information for use for this product states: avoid using the device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.